Manufacturer narrative:
Evaluation summary: the injector device was not returned. The used lens was transported inside a lens case. Viscoelastic was observed on the lens. One haptic was extended and the distal area was bent into a looped position. The optic has multiple scratches on the posterior center. The anterior optic center has scratches and a deep scrape mark into the lens material. A qualified viscoelastic was indicated. The root cause cannot be determined, for the reported issue of "iol cracked in the injector". A crack was not observed. However, a deep scrape mark was observed. The scrape mark may have been interpreted as the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol cracked in the injector. The procedure was completed with a different lens with no harm to the patient. Additional information has been requested.